Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced due to fracture on (B)(6) 2016. There were no complications and the patient was discharged the next morning.